Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a webster ® cs catheter with ez steer¿ thechnology, and an open pouch seal issue occurred. While taking out the catheter from the box, it was noticed that the top of the packaging was not sealed. The box was fine. However, the inner packaging not sealed. No adverse patient consequences were reported. The open pouch seal issue has been assessed as an MDR reportable malfunction as device sterility was compromised.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a webster ® cs catheter with ez steer¿ technology, and an open pouch seal issue occurred. The investigational analysis completed 8/29/2019. The device was inspected and it was found in normal conditions. However, the packaging was not returned for analysis. Therefore, the product analysis was unable to performed. On line inspections and functional tests are in place to prevent the reported failure from leaving the facility. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).